Event description:
Pt reported the infusion device began behaving strangely today. Pt stated the infusion device started alarming and all of the buttons on the device stopped functioning. Pt reported the display started rolling as if the upper front button was being pressed repeatedly although she did not press it. Pt stated the display also showed that a bolus was being given although she had not chosen any bolus. Pt reported she did not need any care from others, neither at home, or at a hospital due to the concern. Pt stopped using the infusion device due to the device alarming and contacted her clinic; the nurse called while the pt was there. No further information is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.